Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had expired when she was found by family members. The patient was found non-responsive and disconnected from both power sources. No further information was provided.

Event description:
Additional information: it was reported that the pump and the other associated equipment will not be returned. An autopsy was not performed.

Manufacturer narrative:
Weight: not provided to the manufacturer. "Lot#, serial #, expiration date", approximate age of device" and manufacture date" are unknown, as the serial number was not provided and the system controller has not been returned. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: the system controller and associated equipment were not returned. The reported event of the patient being found disconnected at the time of expiration could not be confirmed. An autopsy was not performed and the pump was not explanted. A review of the device history records was unable to be performed because the system controller serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.